Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited episodes of over-sensed noise, which resulted in inappropriate automatic mode switch (ams). No intervention was performed. The patient was in stable condition.